Event description:
It was reported the camera head had a blurry image. The reported malfunction occurred during preparation for an unspecified therapeutic procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The subject device was not returned for evaluation. In addition, multiple follow ups were made, however, were unsuccessful as responsive is received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.